Event description:
The patient contacted animas on (B)(6) 2012, alleging that she received a letter from animas in regards to the keypad issue. The patient reported that the up and down arrow buttons are not responding all the time and the patient has to press them several times in order for it to work. Patient mentioned that they first noticed the alleged issue with the buttons approximately (B)(6). No damage to keypad and the patient claims that the audio bolus button was working. Per patient, there was no evidence of moisture to the pump. There was no evidence that the alleged issue caused or contributed to a serious injury. Advised patient will send replacement pump to confirmed home address for (B)(6) delivery. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrow keypad buttons were responsive. The ok and contrast buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.